Event description:
Patient reported that his insulin pump malfunctioned while he was on a plane, providing a malfunction code. There was no adverse impact to his blood glucose level. He mentioned having a backup pump and planned to reach out for support once off the plane.